Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. One device was received for evaluation. The event was confirmed during testing for metal shavings, but the device heating up was not duplicated. Evaluation found debris and corrosion internally. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was running hot and there was metal shedding debris. There was no patient involvement but no patient impact.